Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver tip was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 604088) was examined under magnification. The returned driver was broken; instead of terminating in a standard 1.5mm hexagonal male drive feature, the tip instead terminated with a fracture surface. The returned driver was returned in two pieces, a larger body portion and a smaller tip portion. The breakage took place immediately adjacent to the location where the hex drive portion met the main tapered shaft near the driver tip. The main body's drive interface terminated with one large primary fractured surface with a much smaller secondary fractured surface near one edge of the primary surface. The primary surface was largely perpendicular to the device axis; it was largely smooth with very slight cupping off to one half of the primary fractured surface. The secondary, smaller surface was oblique to the device axis; it was smooth and flat. The surfaces had light, sporadic texturing; regions adjacent to this fractured plane exhibited no stretching or necking (i.e. No signs of ductility). There were no regular occurrences of progression/beach/seashell marks on the fractured surface itself (i.e. No signs of fatigue). The condition of fractured surfaces on the tip mimics this general condition, with an added portion of the side of a driver adjacent to the main fractured region having additionally fractured off. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis. The presence of multiple fractured planes, oblique angulation of fractured plane(s), and/or cupping may suggest that complex loading scenarios (including potential off-axis loads) could have potentially contributed to part failure. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the surgeon was inserting a screw when the driver tip broke off. The broken tip was retrieved. The surgery was completed after approximately a 2-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00507 for the driver involved in this event.